Event description:
The user facility reported that the patient was admitted to the hospital. They had experienced dizziness for two days, aggravated with numbness of the right upper limb for three hours. After completing the relevant examinations and tests, he was considered to have progressive cerebral infarction, with further indications for interventional therapy, and was subjected to cerebral angiography, super-selective cerebral angiography, intracranial artery thrombolysis, balloon dilatation, stent implantation under intubation and general anesthesia, which was performed without incident, and after the operation. When the puncture was closed using angio-seal, the collagen did not retract under the skin and remained outside on the skin. Manual compression was applied, and the collagen was cut out. Additional information was received on 27jul2023: the procedure sheath size used was an 8fr. No difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. An 8fr mpa catheter was used with the angio-seal device.

Manufacturer narrative:
D4: lot number: requested, not provided. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E1: address: requested, not provided. E1: phone number: requested, not provided. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record could not be completed due to the lot number being unknown.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although, the sample was not available for evaluation, one (1) photo of the post-operative puncture site was provided by the facility. The photo was examined and appeared to show collagen exposure above the surface of the skin after deployment and closure had been completed. Bruising/skin discoloration was also noted. No other determinations were able to be made based upon the provided photo. The complaint was confirmed for a potential closure issue with collagen exposure. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside of the artery or patient anatomy as deployment on thin patients could result in collagen exposure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).